Event description:
Rptr has had leaking at the entrance site on several pts with using the groshong 3fr. Single lumen mid line catheter. The lot # is 22lk4785. The pts were using different pumps on different doses and drugs, however the problem occurred. Pt's ages, occupations were also different. Reporter cannot trace a reason for this to occur with the info they have.